Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4) - MFR report number: 9613350-2012-01105. Therefore, zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
Follow up information received on march 7, 2016: this case is a duplicate of (B)(4). Therefore, this case will be invalidated. Please rectify your records.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted an unknown fitmore hip on an unknown date. The patient complained of persistent hip pain while walking. Radiostereometric analysis (rsa) indicated progressive migration over the first postoperative 12 months. Single-photon emission computed tomography at 1 year revealed loosening/insufficient osseointegration of the femoral shaft component. Revision surgery was performed on an unknown date and revealed only a very small amount of osseointegration on the stem. No bacterial contamination was found on implant sonication. The reason for aseptic loosening remained unclear. (Journal article: prospective clinical and radiostereometric analysis of the fitmore short-stem total hip arthroplasty; yves p. Acklin· raphael jenni· heinz bereiter· caroline thalmann·karl stoffel; arch orthop trauma surg).